Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent: l4-5 decompressive lumbar laminectomies with bilateral foraminotomies. L4-5 plif (posterior lumbar interbody fusion) with peek cages packed with rhbmp-2 with local autograft deep in the ventral to the disc space. L4-5 posterolateral arthrodesis with rhbmp-2 and local autograft arthrodesis. L4, l5 non segmental pedicle screw fixation, four screws, two rods. Morselization to local autograft. Preoperative diagnosis: bilateral l5 radiculopathies. L4-5 degenerative disc disease. Mechanical low back pain refractory to medical therapy. Per-op notes: "I then packed morselized bone, which was harvested from the lamina into the disc space deeply, and then placed two 14mmx22mm cages into the l4-5 disc space. The peek cages were packed with rhbmp-2 for arthrodesis. They were placed in the ideal position under fluoroscopy for excellent anterior column support. We then decorticated the transverse process of l4-5 bilaterally and placed a combination of local bone autograft wrapped in rhbmp-2 sponge over the transverse processes for an l4-5 posterior lateral arthrodesis." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.